Event description:
It was reported patient¿s ipg was end of life, unknown if this occurred prematurely and the leads had migrated and confirmed via x-rays. As such, surgical intervention was undertaken on (B)(6) 2025, wherein both the leads were repositioned by bringing back to their original position and ipg was replaced. Therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.